Event description:
The company representative was following up on a list of patient's whose generators were potentially at end of service when an obituary was found which indicated that the patient had passed away. Further follow-up determined that the patient passed away from "natural causes" however the exact cause of death was not provided. After passing the patient was buried with the vns device still implanted. Therefore product analysis will not be completed on the device. No additional relevant information has been relieved to date.